Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system displayed decreasing r-waves, yet impedance measurements were within normal limits. It was further reported that oversensing with pacing inhibition was observed. It is unknow if this patient is pacemaker dependent.